Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient called and asked if his pacemaker was one that had been recalled. Patient reported some pausing in his heart rate. Device is still in use. No patient complications have been reported as a result of this event.